Event description:
On (B)(6) 2013, the patient¿s mother/reporter contacted animas on behalf of the lay-user/patient, alleging the patient became hypoglycemic with blood glucose ranging from 34-51 mg/dl after the animas insulin pump gave bolus insulin doses that were not accounted for. According to the reporter, on (B)(6) 2013. From 12:03 am and 1:51 am, there were bolus insulin dose of 0.85 unit, 1.7 unit, 0.85 units, 1.7 units, and 0.95 units. The reporter denied giving any bolus insulin dose with the subject pump or with the meter at the time of concern. The patient was treated with carbohydrate every 15 minutes at the time of concern. The subject animas product was replaced and requested back for investigation. The reporter was instructed to call animas customer service if there are any other issues with the product. This complaint is being reported because the patient suffered low blood glucose after the animas insulin pump gave bolus dosages that were not accounted for.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.